Manufacturer narrative:
Complaint was not confirmed. No product was returned therefore no root cause could be determined. A review of the appropriate device history records indicates this device serial/lot number was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician was unable to navigate to, and biopsy a tumor in the patient's left lower lobe resulting in failure to obtain a diagnosis. There is no allegation against the device. Patient death alleged due to lung cancer. Date of death unknown.